Event description:
A malfunction alarm with code malf 12 was reported, and there were no notable events prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and the level remained within a safe range. Technical support provided reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not reoccur, and the customer was advised to continue using the pump, with instructions to call back if the malfunction recurred. The customer acknowledged and understood the instructions.